Manufacturer narrative:
The device was returned to olympus for inspection. Although a root cause could not be identified, based on the results of the investigation, it is likely the following led to the malfunction: a operational problem was identified.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the foreign material in the insertion section tube was found. There was no patient involvement.